Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. Damage to the device prevented functional testing, however this damage to the spacer indicates the break was likely due to deployment against resistance, such as bone, and the use of excessive force.

Event description:
It was reported that during a superion indirect decompression system implant procedure the physician was experiencing difficulty opening the device passed 45 degrees. The physician attempted closing, repositioning, and moving the implant back so he was not hitting the laminae and continued to open, when doing so there was an audible cracking sound, and the implant was no longer engaged. He removed the implant and the entire implant had broken. The broken implant was replaced with a smaller size and the procedure was completed successfully.

Event description:
It was reported that during a superion indirect decompression system implant procedure the physician was experiencing difficulty opening the device passed 45 degrees. The physician attempted closing, repositioning, and moving the implant back so he was not hitting the laminae and continued to open, when doing so there was an audible cracking sound, and the implant was no longer engaged. He removed the implant and the entire implant had broken. The broken implant was replaced with a smaller size and the procedure was completed successfully.